Event description:
The customer contacted braun thermoscan on 12/11/97 via co's 1-800 number. The day before, she obtained low readings when using the thermometer on her daughter. That day, her daughter was lethargic. Though she could not recall any exact readings, she thought they were around 100 f. Tylenol and motrin were administered. Around 3:30 pm, the customer entered her daughter's room because she had been napping for three hrs. The child felt hot to the touch, so 3-4 temperatures were taken with the unit. The customer averaged the readings, and arrived at 100.1 f. Because her daughter felt so warm, the mother began removing the child's clothing, when the child experienced a febrile seizure and stopped breathing. The mother performed rescue breathing and revived the child. She called 911 and an ambulance came to the house. The emt obtained digital rectal reading of 104 f, as well as an ear reading with the customer's unit, that was close to what the mother obtained. Blood work, chest x-ray and stool culture done. Motrin given, antibiotics prescribed, child had two ear infections.